Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported they were waiting for sensor replacement and on manual. Customer states that he kept getting bolus not delivered and got it twice after thirty minutes. The customer had symptoms such as heart racing and sweating after waking up. The customer was treated for the low blood glucose with food and glucose. Customer¿s blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting and customer did not complete entire steps when delivering bolus on insulin pump. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.